Manufacturer narrative:
Sietz et al. " failure of the hinge mechanism in total elbow arthroplasty." J shoulder elbow surg (2010). 19:368-375. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The article was written by william h. Seitz jr., hisham bismar and peter j. Evans involving (B)(6).

Event description:
It is reported in a journal article that one patient underwent elbow arthroplasty revision due to locking mechanism failure four years following elbow arthroplasty. The patient was found to have metallosis during revision and failure of all bushing and locking components. A custom central bolt and locked washer and set-screw set were fabricated for revision. No further information is available.

Manufacturer narrative:
This follow-up report is being filed to correct information. This information does not change the investigation previously reported.

Event description:
It is reported in a journal article that one patient underwent elbow arthroplasty revision due to locking mechanism failure four years following elbow arthroplasty. The patient was found to have metallosis during revision and failure of all bushing and locking components. A custom central bolt and locked washer and set-screw set were fabricated for revision. No further information is available. Additionally, the article mentions that the failed locking mechanisms were due to either pin fracture or dissociation of the pin components. However, it is unclear for these patients, what specific failures occurred.